Event description:
This is a spontaneous case report received on 27-april-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure in (B)(6) 2012 and subsequently suffered physical injuries, including but not limited to at least one of the following: severe and persistent pelvic and abdominal pain and cramping, severe and persistent pain to other various parts of her body, abnormal bleeding, dyspareunia, vaginal discharge, vaginal infection, device breakage, fallopian tube rupture, pregnancy, subsequent miscarriage, allergic and or hypersensitivity reactions, migration and perforation of other organs. She had to undergo surgical removal of the device and/or a hysterectomy in or around (B)(6) 2014. Correction on 02-jun-2016 based on initial information: the correct initial receipt date of the case is 27-may-2016. Quality-safety evaluation of ptc received on 14-jun-2016: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and suffered physical injuries. She had to undergo surgical removal of the device and/or a hysterectomy. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, this case was regarded as incident. No lot number and no sample was provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping/ lower quadrant pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (a pelvic surgery and hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: on or about (B)(6) 2014 it was determined that plaintiff required surgical intervention to address her complications. At that time, plaintiff underwent a pelvic surgery to try and alleviate the symptoms. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 15-sep-2017: events hysterectomy and serious injury were replaced with events chronic pelvic pain. Events added: heavy and irregular bleeding, severe cramping/ lower quadrant pain, abdominal pain. Lawyers added per legal claim. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pelvic pain,") and genital haemorrhage ("heavy and irregular bleeding/ heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping/ lower quadrant pain/ severe cramping"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (a pelvic surgery and hysterectomy/ one or more surgeries to remove one or more of the essure® coils). Essure was removed on (B)(6) -2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: on or about (B)(6) 2014 it was determined that plaintiff required surgical intervention to address her complications. At that time, plaintiff underwent a pelvic surgery to try and alleviate the symptoms. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 4-oct-2017: event vaginal pain added and event pelvic pain, abdominal pain, severe cramping and heavy abnormal bleeding was clubed with previously reported events. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pelvic pain/ pain/ right flank region radiating to the right upper quadrant and suprapubic areas-pelvic (severe)") and genital haemorrhage ("heavy and irregular bleeding/ heavy abnormal bleeding") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's past medical history included gravida ii, parity 3 (04oct2006, 15jan2010, 20jun2012), c-section, hypothyroidism, kidney stone, colonoscopy, oesophagogastroduodenoscopy and hemolytic anemia. No change in bowel habits. No fevers or chills with this. No frequency, burning, or dysuria, or systemic symptoms suggestive of pyelonephritis or etiology at that time, denies anemia. Concurrent conditions included body mass index normal, post procedural discomfort, dysfunctional uterine bleeding, yeast infection, vaginitis, dysuria, urinary urgency, menses irregular, bleeding breakthrough, endometrial biopsy, flank pain, haematuria and hypothyroidism. Concomitant products included cilest (ortho tri-cyclen), norethisterone (norethindrone) and oral contraceptive nos from 2007 to 2013 for contraception as well as vicodin. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and urinary tract infection ("urinary tract infection"). On 22-oct-2012, the patient had essure inserted. On the same day, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On 25-feb-2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping/ lower quadrant pain/ severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain /right flank region radiating to the right upper quadrant and suprapubic areas- vaginal(severe) "), vaginal infection ("vaginal infection") with vaginal discharge, mood altered ("moodiness"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), fatigue ("fatigue"), gastrointestinal motility disorder ("immobility of gut") and pelvic floor dyssynergia ("pelvic floor dysfunction"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on 30-apr-2014. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain, vulvovaginal pain, dysmenorrhoea, vaginal haemorrhage, vaginal infection, urinary tract infection, mood altered, migraine, headache, nausea, dyspareunia, alopecia, fatigue, gastrointestinal motility disorder and pelvic floor dyssynergia outcome was unknown, the genital haemorrhage had resolved and the menorrhagia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal motility disorder, genital haemorrhage, headache, menorrhagia, migraine, mood altered, nausea, pelvic floor dyssynergia, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: on or about 30-apr-2014 it was determined that plaintiff required surgical intervention to address her complications. At that time, plaintiff underwent a pelvic surgery to try and alleviate the symptoms. Discomfort. Did attempt to rotate the device a few times to get it to release and eventually was able to sort of get it to release but was less than optimal. The patient tolerated procedure well. She has trouble tolerating birth control for regulation of this due to migraine headaches of note. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Computerised tomogram - on an unknown date: kidney stones hysterosalpingogram - on 22-jan-2013: unilateral occlusion (right tube occluded) on 25-nov-2013 patient had pelvic ultrasound resulted in apparent scarring in the lower uteri ne segment probably as a function of previous c-sections. Bilateral tubal occlusion devices present. Otherwise negative. On 15-jan-2014 patient had surgical pathology report resulted in a. Endometrial biopsy diagnosis- benign proliferative phase endometrium, endometrial biopsy. Gross description the specimen consists of a 3.3 x3.0 x 0.4 em aggregate friable tan to dark. Brown tissue, with mucus and clot, all in one. Microscopic description- sections demonstrate benign proliferative phase hyperplasia or changes of a polyp are not identified. On 30-apr-2014 patient had pathology report resulted in a) uterus, bilateral fallopian tubes, morcellated hysterectomy and bilateralsalpingectomy- secretory endometrium ,myometrium without abnormality ,fallopian tubes without abnormality b)appendix, appendectomy - no histologic abnormality clinical history-menorrhagia gross examination- specimen a: received in formalin labeled "uterus and bilateral fallopian tubes" is a 67.7 g morcellated hysterectomy specimen containing two fallopian tubes, each measuring approximately 5 cm in length. The endometrium is pink-tan and fleshy. No endometrial or myometrial masses are identified. Sections of the endometrium and underlying myometrium are summited in 2 cassettes. Specimen b: received in formalin labeled "appendix" is a 2 em pink-yellow unremarkable appendix. Representative sections of the tip and mid portion are submitted in one cassette. Microscopic examination- specimen a: two h&e slides - two blocks. No malignancy is identified. On 23-fb-2015 patient had abdominal ultrasound resulted in multiple real-time images are obtained along with: limited doppler evaluation of intrahepatic veins. The liver is 15.3 cm in length. No focal hepatic abnormalities are present. Common bile duct measures 3.4 mm maximum diameter. No intrahepatic biliary ductal dilatation. Gallbladder is remarkable for some cholestatic sludge. No frank calculi appreciated. There is no wall thickening or pericholecystic fluid. Head, body, and tail of pancreas are normal. Right kidney is 9.6 cm. Left kidney is 9.1 cm. Kidney does demonstrate some small echogenic foci consistent with punctate nonobstructing calculi. There is good cortical thickness on the right. Very mild cortical thinning noted in the lower pole on the left. Spleen is unremarkable. Doppler evaluation of portal vein and intrahepatic veins are unmakeble. Impression- very mild cholestatic sludge within the gallbladder. Nonobstructing left renal calculi with mild cortical thinning, otherwise negative. On 03-mar-2016 patient had pathology report rported in no histologic abnormality. On 199-may-2015 patient had imaging report resultd in following administration of radiotracer, there is uptake by the liver with concentration in biliary tree and excretion into small bowel. Following administration of klnevac, there is essentially no emptying of the gallbladder. Impression: abnormal exam with virtually no emptying of the gallbladder, despite administration of klnevac. On 02-jul-2015 patint had CT of abdomen/pelvis with and without resultd in contrast tiny 2 mm nonobstructing stones in each kidney, formed stool throughout the colon could be indication of constipation, fluid filled and mildly distended endometrial cavity which measures 2.5 cm in thickness, 2.1 cm cyst in left ovary. On 01-jul-2015 patient had imaging report the visualized lower lungs are clear and there is no pleura fluid. The liver and spleen are normal in size and density. Status post cholecystectomy with no biliary ductal dilatation. No mass identified in the pancreas, adrenal glands or kidneys. There is a subcentlmeter cortical cyst in the anterior cortex of the left kidney. A tiny nonobstructing calculus is seen in each kidney, measuring 2 mm on each side. The left ureteral calculus and left hydro nephrosis seen 30apr2013 have resolved. No hydro nephrosis or perinephric edema on today's study no evidence of an abdominal aortic aneurysm or retroperitoneal adenopathy. Surgical clips at the cecal tip consistent with appendectomy. No evidence of bowel obstruction. Formed stool through out the colon could be an indication of constipation. The uterus is retroverted with fluid filling and mildly distending the endometrial cavity, which measures 2.5 cm. This could be an indications of hydrometrocolpos from cervical stenosis. Further evaluation warranted. There is also a 2.1 cm cyst in the left ovary. No evidence of inflammation or free pelvic fluid. On 14-jul-2015 patint had us pelvis transabdominal and transvaginal resulted in hysterectomy changes. Small amount of fluid in t ·e endocervical canal. Small nabothian cysts in the cervix. No ~ free fluid in the dependent visualized segments of the pelvis. Right ovary is normal sonographic ally. Right ova y contains physiologic follicular changes. Right ovary measures 2.7 cm x 1.3 cm x 2.0 cm. Right ovarian volume calculated at 3.5 ~ ml. Left ovary contains a small geographically define9 complex area of altered echotexture containing internal echoes measuring 1.1 cm k 1.3 em. This finding may reflect a corpus luteal cyst. Small follicles present in the left ovary. Left ovary otherwise normal sonographic ally. Left ovary measures 2.9 cm x 1. Cm x 1.9 cm. Left ovarian volume calculated at 4.03 ml. Patient is scheduled for consultation and follow with physician. Impression hysterectomy changes present. Tiny amount of fluid in the endocervical canal. Small nabothian cysts in the cervix. No free fluid in the visualized dependent segments of the pelvis. Small complex geographically defined area of altered echotexture in the left ovary containing internal echoes, perhaps most likely representing small, somewhat complex corpus luteal cyst measuring 1.1 cm x 1.3 cm. Left ovary is otherwise normal sonographica11y and contains a few physiologic follicles. Right ovary is normal sonographic ally and contains physiologic follicles. There may be a few venous va icosities or venous collaterals in the pelvis. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 19-feb-2018: reporter added, indication updated, lab data addd, patint historical and concomitant condition added, concomitant drug added. Event added as follows;- dysmenorrhea, vaginal haemorhage, menorhagia,, vaginal dischage, vaginal infction, urinary tact infction, mood ultered, migraines, headaches,nausea, dyspareunia, alopecia, fatigue, gastrointestinal mobility disorder, device ineffective. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pelvic pain/ pain/ right flank region radiating to the right upper quadrant and suprapubic areas-pelvic (severe)") and genital haemorrhage ("heavy and irregular bleeding/ heavy abnormal bleeding") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's past medical history included multigravida, parity 3 ((B)(6) 2006, (B)(6) 2010, (B)(6) 2012), c-section, hypothyroidism, kidney stone, colonoscopy, oesophagogastroduodenoscopy and hemolytic anemia. No change in bowel habits. No fevers or chills with this. No frequency, burning, or dysuria, or systemic symptoms suggestive of pyelonephritis or etiology at that time, denies anemia. Concurrent conditions included body mass index normal, post procedural discomfort, dysfunctional uterine bleeding, yeast infection, vulvovaginitis, dysuria, urinary urgency, menses irregular with excessive bleeding, bleeding breakthrough, endometrial biopsy, flank pain, haematuria and hypothyroidism. Concomitant products included cilest (ortho tri-cyclen), norethisterone (norethindrone) and oral contraceptive nos from 2007 to 2013 for contraception as well as vicodin. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced migraine ("migraines/migraine/headache"), headache ("headaches") and nausea ("nausea/nausea"). In 2012, 4 months 4 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea"), vaginal infection ("vaginal infection/infection (bladder/ urinary tract/vaginal) type: vaginal & utis") with vaginal discharge, urinary tract infection ("urinary tract infection/infection (bladder/ urinary tract/vaginal) type: vaginal & utis"), mood altered ("moodiness/hormonal changes: describe: modiness"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia"), alopecia ("hair loss/hair loss"), fatigue ("fatigue/fatigue") and gastrointestinal hypomotility ("immobility of gut/gastrointestinal or digestive system condition-type: immobility of gut and pelvic floor dysfunction"). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping/ lower quadrant pain/ severe cramping"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain /right flank region radiating to the right upper quadrant and suprapubic areas- vaginal(severe) ") and pelvic floor dyssynergia ("pelvic floor dysfunction"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain, vulvovaginal pain, dysmenorrhoea, vaginal haemorrhage, vaginal infection, urinary tract infection, mood altered, migraine, headache, nausea, dyspareunia, alopecia, fatigue, gastrointestinal hypomotility and pelvic floor dyssynergia outcome was unknown, the genital haemorrhage had resolved and the menorrhagia was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal hypomotility, genital haemorrhage, headache, menorrhagia, migraine, mood altered, nausea, pelvic floor dyssynergia, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: on or about (B)(6) 2014 it was determined that plaintiff required surgical intervention to address her complications. At that time, plaintiff underwent a pelvic surgery to try and alleviate the symptoms. Discomfort. Did attempt to rotate the device a few times to get it to release and eventually was able to sort of get it to release but was less than optimal. The patient tolerated procedure well. She has trouble tolerating birth control for regulation of this due to migraine headaches of note. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Computerised tomogram - on an unknown date: kidney stones. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded). On (B)(6) 2013 patient had pelvic ultrasound resulted in apparent scarring in the lower uteri ne segment probably as a function of previous c-sections. Bilateral tubal occlusion devices present. Otherwise negative. On (B)(6) 2014 patient had surgical pathology report resulted in a. Endometrial biopsy diagnosis- benign proliferative phase endometrium, endometrial biopsy. Gross description the specimen consists of a 3.3 x3.0 x 0.4 em aggregate friable tan to dark. Brown tissue, with mucus and clot, all in one. Microscopic description- sections demonstrate benign proliferative phase hyperplasia or changes of a polyp are not identified. On (B)(6) 2014 patient had pathology report resulted in a) uterus, bilateral fallopian tubes, morcellated hysterectomy and bilateralsalpingectomy- secretory endometrium ,myometrium without abnormality, fallopian tubes without abnormality b)appendix, appendectomy - no histologic abnormality. Clinical history-menorrhagia. Gross examination- specimen a: received in formalin labeled "uterus and bilateral fallopian tubes" is a 67.7 g morcellated hysterectomy specimen containing two fallopian tubes, each measuring approximately 5 cm in length. The endometrium is pink-tan and fleshy. No endometrial or myometrial masses are identified. Sections of the endometrium and underlying myometrium are submitted in 2 cassettes. Specimen b: received in formalin labeled "appendix" is a 2 em pink-yellow unremarkable appendix. Representative sections of the tip and mid portion are submitted in one cassette. Microscopic examination- specimen a: two h&e slides - two blocks. No malignancy is identified. On (B)(6) 2015 patient had abdominal ultrasound resulted in multiple real-time images are obtained along with: limited doppler evaluation of intrahepatic veins. The liver is 15.3 cm in length. No focal hepatic abnormalities are present. Common bile duct measures 3.4 mm maximum diameter. No intrahepatic biliary ductal dilatation. Gallbladder is remarkable for some cholestatic sludge. No frank calculi appreciated. There is no wall thickening or pericholecystic fluid. Head, body, and tail of pancreas are normal. Right kidney is 9.6 cm. Left kidney is 9.1 cm. Kidney does demonstrate some small echogenic foci consistent with punctate nonobstructing calculi. There is good cortical thickness on the right. Very mild cortical thinning noted in the lower pole on the left. Spleen is unremarkable. Doppler evaluation of portal vein and intrahepatic veins are unmakeble. Impression- very mild cholestatic sludge within the gallbladder. Nonobstructing left renal calculi with mild cortical thinning, otherwise negative. On (B)(6) 2016 patient had pathology report reported in no histologic abnormality. On (B)(6) 2015 patient had imaging report resulted in following administration of radiotracer, there is uptake by the liver with concentration in biliary tree and excretion into small bowel. Following administration of klnevac, there is essentially no emptying of the gallbladder. Impression: abnormal exam with virtually no emptying of the gallbladder, despite administration of klnevac. On (B)(6) 2015 patient had CT of abdomen/pelvis with and without resulted in contrast tiny 2 mm nonobstructing stones in each kidney, formed stool throughout the colon could be indication of constipation, fluid filled and mildly distended endometrial cavity which measures 2.5 cm in thickness, 2.1 cm cyst in left ovary. On (B)(6) 2015 patient had imaging report the visualized lower lungs are clear and there is no pleura fluid. The liver and spleen are normal in size and density. Status post cholecystectomy with no biliary ductal dilatation. No mass identified in the pancreas, adrenal glands or kidneys. There is a subcentlmeter cortical cyst in the anterior cortex of the left kidney. A tiny nonobstructing calculus is seen in each kidney, measuring 2 mm on each side. The left ureteral calculus and left hydro nephrosis seen (B)(6) 2013 have resolved. No hydro nephrosis or perinephric edema on today's study no evidence of an abdominal aortic aneurysm or retroperitoneal adenopathy. Surgical clips at the cecal tip consistent with appendectomy. No evidence of bowel obstruction. Formed stool through out the colon could be an indication of constipation. The uterus is retroverted with fluid filling and mildly distending the endometrial cavity, which measures 2.5 cm. This could be an indications of hydrometrocolpos from cervical stenosis. Further evaluation warranted. There is also a 2.1 cm cyst in the left ovary. No evidence of inflammation or free pelvic fluid. On (B)(6) 2015 patient had us pelvis transabdominal and transvaginal resulted in hysterectomy changes. Small amount of fluid in t ·e endocervical canal. Small nabothian cysts in the cervix. No ~ free fluid in the dependent visualized segments of the pelvis. Right ovary is normal sonographic ally. Right ova y contains physiologic follicular changes. Right ovary measures 2.7 cm x 1.3 cm x 2.0 cm. Right ovarian volume calculated at 3.5 ~ ml. Left ovary contains a small geographically define9 complex area of altered echotexture containing internal echoes measuring 1.1 cm k 1.3 em. This finding may reflect a corpus luteal cyst. Small follicles present in the left ovary. Left ovary otherwise normal sonographic ally. Left ovary measures 2.9 cm x 1. Cm x 1.9 cm. Left ovarian volume calculated at 4.03 ml. Patient is scheduled for consultation and follow with physician. Impression 1. Hysterectomy changes present. Tiny amount of fluid in the endocervical canal. Small nabothian cysts in the cervix. No free fluid in the visualized dependent segments of the pelvis. 2. Small complex geographically defined area of altered echotexture in the left ovary containing internal echoes, perhaps most likely representing small, somewhat complex corpus luteal cyst measuring 1.1 cm x 1.3 cm. Left ovary is otherwise normal sonographica11y and contains a few physiologic follicles. 3. Right ovary is normal sonographic ally and contains physiologic follicles. There may be a few venous va icosities or venous collaterals in the pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.